Event description:
The customer reported that a "system out of tolerance" error message displayed on the system. Two cases were cancelled.

Manufacturer narrative:
A company service rep checked the system and replaced the power supply to resolve the performance problem reported. The system was then tested, and met all specifications. The power supply was returned for further testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report mailed in to FDA on: 06/13/2008.